Event description:
A "third party" reported that sometime "around (B)(6)" a customer experienced high blood glucose (400 mg/dl) as a result of the cannula coming out of the skin. The caller was not sure of the date or exact time of the incident and was not able to find the info in the history in the pdm. The called was also unsure whether the specific device info (lot/sequence #) reported is for the actual device being used at that time or how long the device was worn before the event.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or manufacturing defect could have contributed to the reported high blood glucose. The caller reported that the cannula had come out of the user's skin. This would interrupt insulin delivery and could contribute to high blood glucose if undetected. This condition cannot be confirmed by laboratory eval. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)."